Event description:
It was reported that a doctor had removed an implantable neurostimulator from a patient at some point due to it not relieving the patient¿s symptoms, but the leads were left in for some reason. The leads were going to be removed the day of the report. No device allegations or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).